Manufacturer narrative:
4/13/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a sigmoid colectomy procedure. Reportedly, the instrument was difficult to open and the instrument blade cut the bowel causing fecal matter to empty into cavity. The surgeon irrigated and applied another instrument. The pt expired on february 20, 1998 and it has been determined that it is not related to the product malfunction.